Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region 15#, its non-osseointegration was observed. No further information was provided.